Event description:
Bravo ph system calibrated prior to procedure. Bravo capsule failed to release during egd procedure, and was brought out with the catheter. New bravo ph capsule used without incident. Tech supports called.